Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter was high, indicating a possible intermittency in the system. Varying and high impedance measurements were also noted.

Event description:
It was reported that during follow-up, oversensing was noted post-shock, during dft test. High/variable impedance and apparent conductor fracture was also reported. The lead was capped and replaced. Information was subsequently received from an attorney alleging that the plaintiff experienced inappropriate shocks/injury. No further patient complications have been reported as a result of this event.